Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had frozen display, time did not advance, buttons were not responding, multiple pump errors. The customer's blood glucose value was 140 mg/dl. The customer was also reported they were unable to clear the alarm. The customer was assisted with troubleshooting. Customer reported that the time clock advancing. The customer was advised to replace and to disconnect from the insulin pump. The insulin pump will not be returned for analysis.